Event description:
On august 30, 2006, the lay user/patient contacted lifescan alleging that one touch ultra powers off during use. The medical affairs specialist (mas) sent a letter on september 5, 2006 because the patient cannot be reached by telephone. The mas listened to the original call between the patient and the customer care advocate (cca) to obtain/verify the following information. On an unspecified date/time, the patient had a headache and felt exhausted; however, he was unable to test his blood glucose because the reported meter powered off before he was able to apply the sample to the test strip. The patient did not take any actions to administer self-care following the attempted use of the meter, but called his doctor for advice. The patient's doctor advised him to go to the hospital. The patient was admitted to the hospital around three months earlier, where he obtained a blood glucose result "over 800 mg/dl" on a hospital's device and was treated with IV fluids and insulin. It would be helpful to obtain the following: how long the patient was unable to test on his meter due to the power issue, if the patient made any adjustments to his diabetes care when he was unable to test, and when the reported symptoms started. The cca verified that the battery was replaced per the owner's manual and confirmed that the meter shutoff prior to the automatic shutoff. The power issue was unresolved with troubleshooting. This complaint is being reported because the patient was unable to test for an unspecified period of time and during the event was experiencing symptoms. The patient was admitted to the hospital and was treated for hyperglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.